Event description:
Medtronic received a report that a concerto coil would not deploy (non detachment). The reported device and accessory devices were prepared as indicated in the instruction for use (IFU). The patient¿s condition being treated, blood flow and vessel tortuosity was unknown. It was unknown how many times the physician attempted to detach the coil with the instant detacher. It was unknown if there a manual attempt at detachment via hypotube. It was unknown if there were any issues with the instant detacher. There were no patient symptoms or complications associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that actions take in attempt to resolve the issue was manual detach attempt. A non-medtronic catheter was used. The procedure was completed by using another coil. The cause of the non-detachment was unknown. Prior to coil non-detachment, there were no issues encountered. There was no pushwire damage observed after removal from the patient.